Manufacturer narrative:
The customer complaint could be confirmed, motor sounds rough while in use. Bearings are worn. Burr can´t be fixed, collet needs to be replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was overheating. There was no patient impact.

Manufacturer narrative:
The overheating could not be confirmed. The temperature rises from 77 to 81 degrees in the first minute. The collet temperature rises from 77 degrees f to 93 degrees after 5 minutes. Also, the motor is not working properly, as it runs intermittently. The collet bearings sound rough and the connector end cap is missing. All parts were replaced and the item was tested to specifications. If information is provided in the future, a supplemental report will be issued.